Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer on 2019-mar-21 regarding a patient receiving clonidine (10.0mcg/ml at 2.871mcg/day), prialt (5.0mcg/ml at 1.4353mcg/day), baclofen (50.0mcg/ml at 14.353mcg/day), and morphine (5.0mg/ml at 1.4353mg/day) via an implanted infusion pump. The patient reportedly had the same drug for two years. The indication for use was spinal pain. It was reported that the patient's pump had been over-full and under-full at refills. It was noted that in 2018 the pump was under-f ull, and in (B)(6) 2019 the pump was over-full. It was noted that the pump had been releasing too much medication at one time for years, and then later the patient would be fine. The healthcare provider (hcp) reportedly had never seen it happen. They went to do some tests on the pump to see what could have been causing the issue, and the patient was told it must have updated itself. No patient symptoms were reported and no further complications were reported or anticipated.